Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon removed the instrument and found the cartridge broke off at the application site. The surgeon resected the anastomosis site and removed the cartridge and applied another device to complete the procedure. The hospital has reported the pt's conditioins as satisfactory.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA.